Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a percutaneous coronary intervention (pci) procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the stent dislodged after removal from the patient. A left radial approach was used. A non-medtronic 7f guide catheter and two non-medtronic guidewires were used. The device was inspected with no issues. Negative prep was performed with no issues. The lesion being treated was a mildly tortuous, severely calcified lesion located in #6-8 left anterior descending (lad) artery. For #7~8, the lesion was pre-dilated using a non-medtronic 3.5 x 9 mm balloon catheter after rotational atherectomy and coronary intravascular lithotripsy (ivl) had been performed. There was no residual stenosis rate after pre-dilation. An onyx frontier 2.5 x 34 mm and a 2.5 x 18 mm des were then successfully deployed. The procedure was then moved to #6. After pre-dilation with two non-medtronic balloon catheters, an onyx frontier 3.5 x 12 mm des was deployed. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. The stent was post-dilated. Kissing balloon technique (kbt) was performed between the onyx frontier 3.5 x 12 mm stent in the lad artery and across d1 using two non-medtronic 3.25 x 12 and 1.75 x 10 mm balloon catheters. After kbt, both balloons were removed, and intravascular ultrasound (ivus) was attempted to confirm stent apposition. At that time, it was discovered that the deployed onyx frontier 3.5 x 12 mm des was no longer present. The location could not be identified at that moment; however, since the site where the 3.5 x 12 mm des had been deployed showed dissection, an onyx frontier 4.0 x 12 mm des was deployed at the same location as a second stent of the same size was not available. After completion of the intended treatment, the guiding catheter was removed, at which time it was noticed that the 3.5 x 12 mm des had dislodged around the elbow area. The stent was subsequently retrieved by surgical intervention in the operating room. No further patient complications were reported as a result of the event.